Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: the manufacturing directions of the involved lot were reviewed and met all release criteria. Historical review of this complaint event determined it to be low occurring. High gas-producing organisms such as the isolates identified by the customer, clostridium perfringens, are a known hazard when enclosed in the bottle, as they can produce enough gas to cause the septum to bulge, and in rare cases, can leak through the inoculation hole or the crimp seal, if left incubating too long, post positivity. The bact/alert® fn plus bottle had a delayed entry (approximately 23 hours at room temperature) after sample inoculation. Due to this delayed entry, the bottle was already positive prior to being loaded into the bact/alert® analyzer. During the bact/alert® fn plus instructions for use review, the investigation determined adequate instructions are provided. The customer is reminded to follow the instructions for use and to inspect the bottles prior to incubation in the bact/alert® analyzer, especially if there has been a delay in the receipt of the inoculated bottle. If microbial growth is evident, they should treat the bottles as positive and not place in them in bact/alert® analyzer for monitoring. The root cause of this complaint was determined to be process related.

Event description:
A customer in (B)(6) notified biomérieux of sample exposure in association with bact/alert® fn plus culture bottle. The bottle was inoculated off-site on (B)(6) 2017 at 1310. The last daily transport to the laboratory had already occurred; the bottle remained at room temperature and was transported to the laboratory at 1030 the next morning, (B)(6) 2017. The bottle was loaded in to the bact/alert 3d® combo instrument on (B)(6) 2017 at 1156. The bottle flagged positive on (B)(6) 2017 at 1402, after the work shift had left for the day. When the customer removed the bottle on (B)(6) 2017 at 0847, blood was leaking at the junction between the bottle and the cap. Clostridium perfringens was isolated from that bottle. The customer stated the laboratory technologist was wearing personal protective gear when removing the bottle from the bact/alert® instrument; no direct contact with the blood occurred, and no injury resulted. A biomérieux internal investigation will be initiated.